Manufacturer narrative:
(B)(4) . A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was performing a revision on the patient on (B)(6) 2016. The patient had a previous lumbar fusion in 2013 with depuy expedium 5.5mm ti rod hardware (poly screws). There was no issue with this hardware but the patient developed stenosis above the level of the fusion. Dr (B)(6) removed all of the l4-s1 expedium hardware and reinstrumented the patient with depuy expedium from l2-s1 skipping the l5 level (was fused). He used expedium ti 5.5 rod with poly screws. While implanting the left s1 screw (2797-12-855 unknown serial number), the driver tip broke off in the screw. Dr (B)(6) attempted to retrieve the fragment but it was stuck in the screw and could not be retrieved. He did not want to try and helicopter the screw out as it was solidly implanted. There was a tremendous amount of torque needed to put in the screw. Dr (B)(6) successfully completed the procedure. The screw driver tip remains in the patient.

Manufacturer narrative:
One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. Device met hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.